Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the air/water channel of the subject device tested positive for pseudomonas aeruginosa. The subject device had been reprocessed with an olympus automated endoscope reprocessor model oer-3 or oer-6 (not available in the USA). There was no report of infection associated with this report.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the exterior of the subject device and inside of all channels had no abnormality such as foreign material residue, kink and/or scratches. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was gotten the updated information from the user as follows; as a result of the second microbiological testing by the user facility, the sample collected from the air/water channel of the subject device tested positive for pseudomonas aeruginosa and stenotrophomonas maltophilia. The subject device had been reprocessed with an olympus automated endoscope reprocessor model oer-4 or oer-6 (not available in the USA) using peracetic acid. There was no report of infection associated with this report. At the incoming inspection of omsc, it was checked and found other malfunctions of the subject device as follows: -there was leakage from the instrument channel; -the angulation did not meet specification; -the angulation had play; -the bending rubber adhesive was chipped. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.